Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that the ventilator turned off during patient use. The patient temporarily desaturated, however no further consequences have been reported.

Manufacturer narrative:
For the investigation the logfile was analysed. The reported event could be confirmed, the ventilator turned off due to a faulty power supply. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and post an independent powered acoustical alarm in accordance to (B)(4), for a minimum time of 2 minutes. The evita xl has reacted as specified for this failure situation. The failures have been fixed by the replacement of the power supply including batteries. The device was tested on site according to manufacture¿s certificate including the alarm system, without finding further technical issues. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.